Event description:
The subsidiary associate reported that during routine testing of the device at the svc ctr, the screen on the central control monitor (ccm) was not turning on. Additional info received clarified that the ccm touch sensor was not working properly, was unable calibrate the touch screen sensitivity. There was no pt involvement.